Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was missing and there was contamination found under the dome. The cause of the inability to activate the monitor is the contamination. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.